Event description:
On (B)(6) 2010, the patient was implanted with an scs system. On (B)(6) 2010, it was reported that the patient¿s ipg has to be recharged every day and last less than 24 hours. The patient normally charges the battery for 2-3 hours, until full. Based on the patient¿s parameters, the battery should last for approximately one week before needing to be recharged. The patient was sent a new charger, however, it did not resolve the issue.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.